Manufacturer narrative:
The octaray catheter (31604683l) became stuck immediately after mapping the right atrium, at the branching tip of the pulseselect¿, and could not be removed. Various attempts were made to free it, but it would not budge. When octaray was pulled, it tore and detached inside the cardiac cavity. Currently, the patient is asymptomatic. In the future, if fragments remain inside the cardiac cavity, there is a possibility of health complications. There are currently no issues. Physician assessment of the health problem was non-serious (moderate/minor). Extended hospitalization was not required. The physician's opinion on the relationship between the event and the product was that since octaray may get caught in the heart, it is usually handled with care. There were no abnormalities observed prior to or during use of the product. Additional information was received which indicated that the octaray (lot 31604683l) catheter became stuck at the branching tip of the pulseselect¿ and could not be removed. There were no issues with the octaray catheter (lot 31589717l). The spine section of the octaray catheter was torn. Anything that remained inside the patient¿s body could not be confirmed through imaging examination. The physician believes that everything was collected and that there is no remaining material inside the patient. The procedure was continued after the event occurred, and the treatment was completed. Currently, there is no impact on the patient, and no additional treatment or extension of the hospitalization period occurred. No additional intervention was required. Although the physician believed that no product fragment was left in the patient, the sections that separated were small and there is no way of ruling out if any remained in the patient's anatomy. Therefore, this event is being reported as a conservative measure. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation on 25-jul-2025. As such, section d 9. Device available for evaluation, d 9. Date device returned to manufacturer, and d 9. Is device returned to manufacturer have been updated. A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, two of the splines of the catheter were observed damaged with the electrodes missing. The customer complaint was confirmed based on the picture received. Visual inspection of the returned device was performed following j&j procedures. Visual inspection was performed, and two splines were observed detached from the tip leaving internal components exposed. In addition, there were several electrodes lifted in the other spline. Finally, all splines were observed kinked and bent. It is important to highlight that the detached spline returned with the device for analysis. They were also observed to be totally damaged with electrodes lifted. The customer reported that when the catheter got stuck various attempts were made to free it, but it wouldn¿t budge; due to this condition the damage on the spline could be related to the manipulation of the device during the procedure. A manufacturing record evaluation was performed for the finished device lot number 31604683l and no internal action related to the complaint was found during the review. The damage identified on the splines could be related to the separation, entrapment and adverse event issues reported by the customer; therefore, the complaint was confirmed. The potential cause of the issue cannot be conclusively determined. The instructions for use contain (IFU) the following warning and precaution: do not introduce the catheter into a guiding sheath with the distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. Prior to removing or repositioning the catheter, use direct imaging guidance such as fluoroscopy to confirm that the spine assembly is not entangled with another catheter or with an anatomical structure. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that during mapping with an octaray, the catheter became stuck at the branching tip of the pulseselect¿ sheath and could not be removed. When octaray was pulled, it tore and detached inside the cardiac cavity. The octaray catheter (31604683l) became stuck immediately after mapping the right atrium, at the branching tip of the pulseselect¿, and could not be removed. Various attempts were made to free it, but it would not budge. When octaray was pulled, it tore and detached inside the cardiac cavity. Currently, the patient is asymptomatic. In the future, if fragments remain inside the cardiac cavity, there is a possibility of health complications. There are currently no issues. Physician assessment of the health problem was non-serious (moderate/minor). Extended hospitalization was not required. The physician's opinion on the relationship between the event and the product was that since octaray may get caught in the heart, it is usually handled with care. There were no abnormalities observed prior to or during use of the product. Additional information was received which indicated that the octaray (lot 31604683l) catheter became stuck at the branching tip of the pulseselect¿ and could not be removed. There were no issues with the octaray catheter (lot 31589717l). The spine section of the octaray catheter was torn. Anything that remained inside the patient¿s body could not be confirmed through imaging examination. The physician believes that everything was collected and that there is no remaining material inside the patient. The procedure was continued after the event occurred, and the treatment was completed. Currently, there is no impact on the patient, and no additional treatment or extension of the hospitalization period occurred. No additional intervention was required. Although the physician believed that no product fragment was left in the patient, the sections that separated were small and there is no way of ruling out if any remained in the patient's anatomy. Therefore, this event is being reported as a conservative measure.